Manufacturer narrative:
The event of ipg explant/replacement due to inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was no longer able to provide therapy and was unable to pair with external devices, deeming it inoperable. A manufacturer representative confirmed the issue. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.